Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iop elevation is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference #: (B)(4). Submitted to FDA on 3/13/2017.

Event description:
Clinical follow-up was requested and on (B)(6) 2017 the surgeon provided the following additional event details. The cataract surgery with istent implantation was uneventful. The dislodged stent was first observed on (B)(6) 2016. Postoperative imaging revealed that 2 of the 3 retention arches were in place and it appeared that the stent was implanted superficially in the trabecular meshwork. The positioning did not result in any adverse impact to the patient and the patient was monitored. At the time of the initial postoperative iop rise, the patient was on glaucoma medications and was compliant. The patient restarted their glaucoma drops due to the iop rise. The adverse event was reported to have resolved and the patient is stable on glaucoma drops.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers are not available. Stent dislocation is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4). Submitted to FDA: 02/01/2017.

Event description:
The surgeon reported that an istent patient presented postoperatively with iop levels not as low as the surgeon had expected. Postoperative imaging revealed that two of the three retention arches were implanted. The surgeon expressed that they are considering repositioning the istent. The surgeon conferred with the glaukos medical monitor on (B)(6) 2017 who reported that different options were reviewing including leaving the istent as is versus repositioning it with the benefits and risks associated with each option. Additional information has been requested.